Manufacturer narrative:
(B)(4). Report source, foreign and health professional: event occurred in (B)(6). The device manufacturing quality record indicates that the released product met all requirements to perform as intended. The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported that the bone cement was hardening in 3 minutes used with total knee arthroplasty. It could not be used for this surgery. No known adverse event was reported.

Manufacturer narrative:
(B)(4). This follow-up is to relay additional information. 1 complaint on cement paste too short setting time was recorded on the batch since ever, and 5 complaints on cement paste too short setting time were recorded on the reference from oct 01, 2018 to nov 3, 2021. Reserve sample from the same lot was tested under standardized conditions. The product did not show any unusual behavior during mixing, handling or setting. According to available data, root cause of the event was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the bone cement was hardening in 3 minutes used with total knee arthroplasty. It could not be used for this surgery. No known adverse event was reported.